Manufacturer narrative:
The investigational analysis completed 02/26/2020. The device was inspected, and reddish material was observed inside the pebax without damage. A deflection test was performed, and the catheter failed since the puller wire was broken inside the handle, causing the improper deflection condition. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed two scratches and holes on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. Customer complaint was confirmed. The root cause of the pebax damage and the puller wire broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found holes on the pebax surface. Initially, it was reported that during the procedure a deflection issue was observed. The catheter could not deflect to the specifications. The second catheter was used to complete the operation. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During an initial and secondary inspection, reddish brown material was observed, and the sleeve looked normal. The observed reddish-brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. On 02/13/2020, the bwi pal performed scanning electron microscope testing and observed two scratches and two holes on the pebax surface. The observed holes have been assessed as an MDR reportable malfunction. The awareness date has been reset to 02/13/2020.